Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had driveline cable sheath damage. Outer sheath was cracking form normal wear. Cracks had been fixed with white rescue tape before by hospital. Patient was seen in clinic on (B)(6) 2018 where old rescue tape was removed, and new tape reapplied per protocol. Sheath was cracked in multiple spots approximately measuring 6 inches along the driveline. Device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that power consumption was within the normal operating range and no alarms were recorded in the last 14 days of available data. On-site inspection of the driveline cable revealed several cracks in the outer sheath, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Driveline sheath damages were evaluated. The most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.